Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),/chronic') in an adult female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune diagnosed unidentified"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: vaginal discharge"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss,") and nervous system disorder ("neuro condit/problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the autoimmune disorder, rash, skin disorder, weight increased, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal and nervous system disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nervous system disorder, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),/chronic') and autoimmune disorder ('autoimmune diagnosed unidentified') in an adult female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: vaginal discharge"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss,") and nervous system disorder ("neuro condition/problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the autoimmune disorder, rash, skin disorder, weight increased, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal and nervous system disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nervous system disorder, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received. Reporter's information added.lot no. Were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),/chronic') and autoimmune disorder ('autoimmune diagnosed unidentified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: vaginal discharge"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss,") and nervous system disorder ("neuro condition/problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the autoimmune disorder, rash, skin disorder, weight increased, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal and nervous system disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nervous system disorder, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: events dysmenorrhea (cramping), chronic, other., menorrhagia (heavy menstrual bleeding, rash/skin condition, autoimmune diagnosed unidentified, fatigue, hair loss, hormonal changes, neuro condition/problems, weight gain, bladder/urinary problems: vaginal discharge added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.